Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 121 warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that the patient¿s omnipod personal diabetes manager (pdm) generated a hazard alarm and that she was unable to turn it back on. The patient¿s blood glucose started to rise and she went the hospital where she was diagnosed with diabetic ketoacidosis (dka). At the hospital the patient was placed on an intravenous therapy of fluids and insulin. The patient¿s blood glucose levels were not reported. Attempts to reset the pdm were unsuccessful and the patient is currently on manual injection therapy.